Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had blood entered the machine during use. No harm or injury to the patient was reported.